Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was noted that implantable cardioverter defibrillator exhibited post sensed t wave exhibited over sensing. No further information is available.